Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery side is cracked and the pump will turn on for a little bit, then turn off. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1880l. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880l was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, crack in the reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, crack in the battery tube threads, cracks in the case on the battery tube side, missing serial number label, stains on some of the keypad buttons. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. After battery installation, a blank display was noted. The copper sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal did not make contact with the battery sleeve. Unable to confirm / not confirm unexpected battery power loss due to the blank display. The battery sleeve was pushed back into place without taking off the motor end cap. The pump was able to boot up., and the software version was obtained. In summary, the customer¿s report of a blank display and a crack in the case both were confirmed during testing. The blank display was due to the lack of contact between the battery cap contact and the battery sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.